Manufacturer narrative:
A2: patient age: 62 years old (at the time of enrollment).

Event description:
It was reported via a clinical study that arteriosclerosis obliterans of the lower extremity occurred, requiring intervention. On (B)(6) 2022, the subject underwent treatment with the eluvia drug eluting stents as a part of a clinical trial. The target lesion #001 was in the left proximal superficial femoral artery (sfa) with 5.31 mm proximal reference vessel diameter and 5.49 mm distal reference vessel diameter, with 100 mm lesion length, and 80% stenosis, and was classified as transatlantic intersociety consensus (tasc) ii c lesion. Prior to treatment of the target lesion with the study device, pre-dilation was performed by using 2 mm x 100 mm non-boston scientific percutaneous transluminal angioplasty (pta) balloon, and 5 mm x 80 mm non-bsc pta balloon. During the procedure, dissection of grade c was noted in the left proximal sfa due to the 5 mm x 80 mm non-bsc pta balloon, which was treated by placement of the 6 mm x 100 mm eluvia drug eluting stent study device. Post treatment, the complication of dissection was resolved. Following, post-dilation was performed by using 5 mm x 80 mm non-bsc pta balloon, and a 5 mm x 40 mm mustang pta balloon, and the final residual stenosis was noted to be 30%. The target lesion #002 was in the left distal sfa with 5.31 mm proximal reference vessel diameter, and 5.49 mm distal reference vessel diameter, with 80 mm lesion length, and 100% stenosis, and was classified as tasc ii c lesion. Prior to the treatment of the target lesion with the study device, pre-dilation was performed by using 5 mm x 80 mm non-bsc pta balloon and 5 mm x 40 mm mustang pta balloon. During the procedure, dissection of grade b was noted in the left distal sfa due to the 5 mm x 80 mm non-bsc pta balloon, which was treated by placement of the 6 mm x 80 mm eluvia drug eluting stent study device. Post treatment, the complication of dissection was resolved. Following post treatment, dilation was performed by using 5 mm x 40 mustang pta balloon, and the final residual stenosis was noted to be 30%. The subject was later noted with symptoms related to arteriosclerosis obliterans of the lower extremity which was noted to possibly be related to the 6 mm x 80 mm eluvia drug eluting stent. On (B)(6) 2025, the subject was hospitalized for further evaluation and treatment. In response to the event, balloon angioplasty followed by stent placement was performed. On (B)(6) 2025, the event was considered to be resolved with sequelae and the subject was discharged on the same day. It was further reported that on (B)(6) 2025, occlusion was noted in the left distal superficial femoral artery and as previously reported, was treated with balloon angioplasty and stent placement. Post procedure, the final residual stenosis was noted to be 20%. It was further reported that on (B)(6) 2024, arterial flow tracing and segmental limb pressure measurement revealed abnormal arterial pressure. On (B)(6) 2024, the subject underwent computed tomography (CT) angiography of the lower extremity arteries which revealed unobstructed stent in the proximal segment of the left superficial femoral artery and in-stent restenosis in the middle segment of the left superficial femoral artery. On (B)(6) 2025, the subject was admitted to the hospital with the complaint of intermittent claudication in both lower extremities for more than 2 weeks. On (B)(6) 2025 ultrasound revealed bilateral femoral plaque formation and occlusion of stents in the mid and distal segment of left superficial femoral artery. On the same day, left lower extremity angiography revealed unobstructed blood flow in proximal superficial femoral artery and occlusion in the stent of distal superficial femoral artery and 3 cm above it; unobstructed blood flow noted in proximal popliteal artery, posterior tibial artery, and peroneal artery. (B)(6) 2025, in-stent thrombotic occlusion was noted in the left mid superficial femoral artery and distal superficial femoral artery was treated by thrombectomy using rotarex thrombectomy device. This was followed by balloon angioplasty using 5 mm x 100 mm and 5 mm x 40 mm sterling percutaneous transluminal angioplasty balloons, 5.5 mm x 100 mm and 5.5 mm x 40 mm non-bsc drug coated balloons. Follow up angiography revealed unobstructed blood flow in the stent with distal superficial femoral artery dissection and moderate to severe stenosis in the lumen which was treated by placement of 6 mm x 60 mm innova stent, and post-dilated using a 5 mm x 100 mm sterling pta balloon. Re-angiography showed unobstructed blood flow in the left superficial femoral artery with no flow-limiting dissection, no contrast media retention and extravasation. Post treatment, the subject had good movement with no pain in the extremities, no cold intolerance or fever, and no wound blood extravasation. On (B)(6) 2025, the event was considered to be resolved with sequelae and the subject was discharged from the hospital. It was further reported that target lesion #001 was in left proximal superficial femoral artery and left distal superficial femoral artery. The target lesion #002 was in left proximal superficial femoral artery.

Manufacturer narrative:
A2: patient age: 62 years old (at the time of enrollment).

Event description:
It was reported that arteriosclerosis obliterans of the lower extremity occurred, requiring intervention. On (B)(6) 2022, the subject underwent treatment with the eluvia drug eluting stents as a part of the elegance clinical trial. The target lesion #001 was in the left proximal superficial femoral artery (sfa) with 5.31 mm proximal reference vessel diameter and 5.49 mm distal reference vessel diameter, with 100 mm lesion length, and 80% stenosis, and was classified as transatlantic intersociety consensus (tasc) ii c lesion. Prior to treatment of the target lesion with the study device, pre-dilation was performed by using 2 mm x 100 mm non-boston scientific percutaneous transluminal angioplasty (pta) balloon, and 5 mm x 80 mm non-bsc pta balloon. During the procedure, dissection of grade c was noted in the left proximal sfa due to the 5 mm x 80 mm non-bsc pta balloon, which was treated by placement of the 6 mm x 100 mm eluvia drug eluting stent study device. Post treatment, the complication of dissection was resolved. Following, post-dilation was performed by using 5 mm x 80 mm non-bsc pta balloon, and a 5 mm x 40 mm mustang pta balloon, and the final residual stenosis was noted to be 30%. The target lesion #002 was in the left distal sfa with 5.31 mm proximal reference vessel diameter, and 5.49 mm distal reference vessel diameter, with 80 mm lesion length, and 100% stenosis, and was classified as tasc ii c lesion. Prior to the treatment of the target lesion with the study device, pre-dilation was performed by using 5 mm x 80 mm non-bsc pta balloon and 5 mm x 40 mm mustang pta balloon. During the procedure, dissection of grade b was noted in the left distal sfa due to the 5 mm x 80 mm non-bsc pta balloon, which was treated by placement of the 6 mm x 80 mm eluvia drug eluting stent study device. Post treatment, the complication of dissection was resolved. Following post treatment, dilation was performed by using 5 mm x 40 mustang pta balloon, and the final residual stenosis was noted to be 30%. The subject was later noted with symptoms related to arteriosclerosis obliterans of the lower extremity which was noted to possibly be related to the 6 mm x 80 mm eluvia drug eluting stent. On (B)(6) 2025, the subject was hospitalized for further evaluation and treatment. In response to the event, balloon angioplasty followed by stent placement was performed. On (B)(6) 2025, the event was considered to be resolved with sequelae and the subject was discharged on the same day.

Event description:
It was reported that arteriosclerosis obliterans of the lower extremity occurred, requiring intervention. On (B)(6) 2022, the subject underwent treatment with the eluvia drug eluting stents as a part of a clinical trial. The target lesion #001 was in the left proximal superficial femoral artery (sfa) with 5.31 mm proximal reference vessel diameter and 5.49 mm distal reference vessel diameter, with 100 mm lesion length, and 80% stenosis, and was classified as transatlantic intersociety consensus (tasc) ii c lesion. Prior to treatment of the target lesion with the study device, pre-dilation was performed by using 2 mm x 100 mm non-boston scientific percutaneous transluminal angioplasty (pta) balloon, and 5 mm x 80 mm non-bsc pta balloon. During the procedure, dissection of grade c was noted in the left proximal sfa due to the 5 mm x 80 mm non-bsc pta balloon, which was treated by placement of the 6 mm x 100 mm eluvia drug eluting stent study device. Post treatment, the complication of dissection was resolved. Following, post-dilation was performed by using 5 mm x 80 mm non-bsc pta balloon, and a 5 mm x 40 mm mustang pta balloon, and the final residual stenosis was noted to be 30%. The target lesion #002 was in the left distal sfa with 5.31 mm proximal reference vessel diameter, and 5.49 mm distal reference vessel diameter, with 80 mm lesion length, and 100% stenosis, and was classified as tasc ii c lesion. Prior to the treatment of the target lesion with the study device, pre-dilation was performed by using 5 mm x 80 mm non-bsc pta balloon and 5 mm x 40 mm mustang pta balloon. During the procedure, dissection of grade b was noted in the left distal sfa due to the 5 mm x 80 mm non-bsc pta balloon, which was treated by placement of the 6 mm x 80 mm eluvia drug eluting stent study device. Post treatment, the complication of dissection was resolved. Following post treatment, dilation was performed by using 5 mm x 40 mustang pta balloon, and the final residual stenosis was noted to be 30%. The subject was later noted with symptoms related to arteriosclerosis obliterans of the lower extremity which was noted to possibly be related to the 6 mm x 80 mm eluvia drug eluting stent. On (B)(6) 2025, the subject was hospitalized for further evaluation and treatment. In response to the event, balloon angioplasty followed by stent placement was performed. On (B)(6) 2025, the event was considered to be resolved with sequelae and the subject was discharged on the same day. It was further reported that on (B)(6) 2025, occlusion was noted in the left distal superficial femoral artery and as previously reported, was treated with balloon angioplasty and stent placement. Post procedure, the final residual stenosis was noted to be 20%. It was further reported that on (B)(6) 2024, arterial flow tracing and segmental limb pressure measurement revealed abnormal arterial pressure. On (B)(6) 2024, the subject underwent computed tomography (CT) angiography of the lower extremity arteries which revealed unobstructed stent in the proximal segment of the left superficial femoral artery and in-stent restenosis in the middle segment of the left superficial femoral artery. On (B)(6) 2025, the subject was admitted to the hospital with the complaint of intermittent claudication in both lower extremities for more than 2 weeks. On (B)(6) 2025 ultrasound revealed bilateral femoral plaque formation and occlusion of stents in the mid and distal segment of left superficial femoral artery. On the same day, left lower extremity angiography revealed unobstructed blood flow in proximal superficial femoral artery and occlusion in the stent of distal superficial femoral artery and 3 cm above it: unobstructed blood flow noted in proximal popliteal artery, posterior tibial artery, and peroneal artery. (B)(6) 2025, in-stent thrombotic occlusion was noted in the left mid superficial femoral artery and distal superficial femoral artery was treated by thrombectomy using rotarex thrombectomy device. This was followed by balloon angioplasty using 5 mm x 100 mm and 5 mm x 40 mm sterling percutaneous transluminal angioplasty balloons, 5.5 mm x 100 mm and 5.5 mm x 40 mm non-bsc drug coated balloons. Follow up angiography revealed unobstructed blood flow in the stent with distal superficial femoral artery dissection and moderate to severe stenosis in the lumen which was treated by placement of 6 mm x 60 mm innova stent, and post-dilated using a 5 mm x 100 mm sterling pta balloon. Re-angiography showed unobstructed blood flow in the left superficial femoral artery with no flow-limiting dissection, no contrast media retention and extravasation. Post treatment, the subject had good movement with no pain in the extremities, no cold intolerance or fever, and no wound blood extravasation. On (B)(6) 2025, the event was considered to be resolved with sequelae and the subject was discharged from the hospital. It was further reported that target lesion #001 was in left proximal superficial femoral artery and left distal superficial femoral artery. The target lesion #002 was in left proximal superficial femoral artery. It was further reported that target lesion #001 was in left distal superficial femoral artery. It was further reported that the relationship to study device 6 mm x 80 mm eluvia des (lot no: 26464292) was no longer related to the event and was noted as related to 6 mm x 100 mm eluvia des (lot no: 26100086).

Manufacturer narrative:
A2: patient age: 62 years old (at the time of enrollment).

Event description:
It was reported that arteriosclerosis obliterans of the lower extremity occurred, requiring intervention. On (B)(6) 2022, the subject underwent treatment with the eluvia drug eluting stents as a part of the elegance clinical trial. The target lesion #001 was in the left proximal superficial femoral artery (sfa) with 5.31 mm proximal reference vessel diameter and 5.49 mm distal reference vessel diameter, with 100 mm lesion length, and 80% stenosis, and was classified as transatlantic intersociety consensus (tasc) ii c lesion. Prior to treatment of the target lesion with the study device, pre-dilation was performed by using 2 mm x 100 mm non-boston scientific percutaneous transluminal angioplasty (pta) balloon, and 5 mm x 80 mm non-bsc pta balloon. During the procedure, dissection of grade c was noted in the left proximal sfa due to the 5 mm x 80 mm non-bsc pta balloon, which was treated by placement of the 6 mm x 100 mm eluvia drug eluting stent study device. Post treatment, the complication of dissection was resolved. Following, post-dilation was performed by using 5 mm x 80 mm non-bsc pta balloon, and a 5 mm x 40 mm mustang pta balloon, and the final residual stenosis was noted to be 30%. The target lesion #002 was in the left distal sfa with 5.31 mm proximal reference vessel diameter, and 5.49 mm distal reference vessel diameter, with 80 mm lesion length, and 100% stenosis, and was classified as tasc ii c lesion. Prior to the treatment of the target lesion with the study device, pre-dilation was performed by using 5 mm x 80 mm non-bsc pta balloon and 5 mm x 40 mm mustang pta balloon. During the procedure, dissection of grade b was noted in the left distal sfa due to the 5 mm x 80 mm non-bsc pta balloon, which was treated by placement of the 6 mm x 80 mm eluvia drug eluting stent study device. Post treatment, the complication of dissection was resolved. Following post treatment, dilation was performed by using 5 mm x 40 mustang pta balloon, and the final residual stenosis was noted to be 30%. The subject was later noted with symptoms related to arteriosclerosis obliterans of the lower extremity which was noted to possibly be related to the 6 mm x 80 mm eluvia drug eluting stent. On (B)(6) 2025, the subject was hospitalized for further evaluation and treatment. In response to the event, balloon angioplasty followed by stent placement was performed. On 11-jan-2025, the event was considered to be resolved with sequelae and the subject was discharged on the same day. It was further reported that on 09-jan-2025, occlusion was noted in the left distal superficial femoral artery and as previously reported, was treated with balloon angioplasty and stent placement. Post procedure, the final residual stenosis was noted to be 20%.

Manufacturer narrative:
A2: patient age: 62 years old (at the time of enrollment).

Manufacturer narrative:
A2: patient age: 62 years old (at the time of enrollment).

Event description:
It was reported via a clinical study that arteriosclerosis obliterans of the lower extremity occurred, requiring intervention. On (B)(6) 2022, the subject underwent treatment with the eluvia drug eluting stents as a part of a clinical trial. The target lesion #001 was in the left proximal superficial femoral artery (sfa) with 5.31 mm proximal reference vessel diameter and 5.49 mm distal reference vessel diameter, with 100 mm lesion length, and 80% stenosis, and was classified as transatlantic intersociety consensus (tasc) ii c lesion. Prior to treatment of the target lesion with the study device, pre-dilation was performed by using 2 mm x 100 mm non-boston scientific percutaneous transluminal angioplasty (pta) balloon, and 5 mm x 80 mm non-bsc pta balloon. During the procedure, dissection of grade c was noted in the left proximal sfa due to the 5 mm x 80 mm non-bsc pta balloon, which was treated by placement of the 6 mm x 100 mm eluvia drug eluting stent study device. Post treatment, the complication of dissection was resolved. Following, post-dilation was performed by using 5 mm x 80 mm non-bsc pta balloon, and a 5 mm x 40 mm mustang pta balloon, and the final residual stenosis was noted to be 30%. The target lesion #002 was in the left distal sfa with 5.31 mm proximal reference vessel diameter, and 5.49 mm distal reference vessel diameter, with 80 mm lesion length, and 100% stenosis, and was classified as tasc ii c lesion. Prior to the treatment of the target lesion with the study device, pre-dilation was performed by using 5 mm x 80 mm non-bsc pta balloon and 5 mm x 40 mm mustang pta balloon. During the procedure, dissection of grade b was noted in the left distal sfa due to the 5 mm x 80 mm non-bsc pta balloon, which was treated by placement of the 6 mm x 80 mm eluvia drug eluting stent study device. Post treatment, the complication of dissection was resolved. Following post treatment, dilation was performed by using 5 mm x 40 mustang pta balloon, and the final residual stenosis was noted to be 30%. The subject was later noted with symptoms related to arteriosclerosis obliterans of the lower extremity which was noted to possibly be related to the 6 mm x 80 mm eluvia drug eluting stent. On (B)(6) 2025, the subject was hospitalized for further evaluation and treatment. In response to the event, balloon angioplasty followed by stent placement was performed. On (B)(6) 2025, the event was considered to be resolved with sequelae and the subject was discharged on the same day. It was further reported that on (B)(6) 2025, occlusion was noted in the left distal superficial femoral artery and as previously reported, was treated with balloon angioplasty and stent placement. Post procedure, the final residual stenosis was noted to be 20%. It was further reported that on (B)(6) 2024, arterial flow tracing and segmental limb pressure measurement revealed abnormal arterial pressure. On (B)(6) 2024, the subject underwent computed tomography (CT) angiography of the lower extremity arteries which revealed unobstructed stent in the proximal segment of the left superficial femoral artery and in-stent restenosis in the middle segment of the left superficial femoral artery. On (B)(6) 2025, the subject was admitted to the hospital with the complaint of intermittent claudication in both lower extremities for more than 2 weeks. On (B)(6) 2025 ultrasound revealed bilateral femoral plaque formation and occlusion of stents in the mid and distal segment of left superficial femoral artery. On the same day, left lower extremity angiography revealed unobstructed blood flow in proximal superficial femoral artery and occlusion in the stent of distal superficial femoral artery and 3 cm above it: unobstructed blood flow noted in proximal popliteal artery, posterior tibial artery, and peroneal artery. (B)(6) 2025, in-stent thrombotic occlusion was noted in the left mid superficial femoral artery and distal superficial femoral artery was treated by thrombectomy using rotarex thrombectomy device. This was followed by balloon angioplasty using 5 mm x 100 mm and 5 mm x 40 mm sterling percutaneous transluminal angioplasty balloons, 5.5 mm x 100 mm and 5.5 mm x 40 mm non-bsc drug coated balloons. Follow up angiography revealed unobstructed blood flow in the stent with distal superficial femoral artery dissection and moderate to severe stenosis in the lumen which was treated by placement of 6 mm x 60 mm innova stent, and post-dilated using a 5 mm x 100 mm sterling pta balloon. Re-angiography showed unobstructed blood flow in the left superficial femoral artery with no flow-limiting dissection, no contrast media retention and extravasation. Post treatment, the subject had good movement with no pain in the extremities, no cold intolerance or fever, and no wound blood extravasation. On (B)(6) 2025, the event was considered to be resolved with sequelae and the subject was discharged from the hospital. It was further reported that target lesion #001 was in left proximal superficial femoral artery and left distal superficial femoral artery. The target lesion #002 was in left proximal superficial femoral artery. It was further reported that target lesion #001 was in left distal superficial femoral artery.

Manufacturer narrative:
A2: patient age: 62 years old (at the time of enrollment).

Event description:
It was reported that arteriosclerosis obliterans of the lower extremity occurred, requiring intervention. On (B)(6) 2022, the subject underwent treatment with the eluvia drug eluting stents as a part of a clinical trial. The target lesion #001 was in the left proximal superficial femoral artery (sfa) with 5.31 mm proximal reference vessel diameter and 5.49 mm distal reference vessel diameter, with 100 mm lesion length, and 80% stenosis, and was classified as transatlantic intersociety consensus (tasc) ii c lesion. Prior to treatment of the target lesion with the study device, pre-dilation was performed by using 2 mm x 100 mm non-boston scientific percutaneous transluminal angioplasty (pta) balloon, and 5 mm x 80 mm non-bsc pta balloon. During the procedure, dissection of grade c was noted in the left proximal sfa due to the 5 mm x 80 mm non-bsc pta balloon, which was treated by placement of the 6 mm x 100 mm eluvia drug eluting stent study device. Post treatment, the complication of dissection was resolved. Following, post-dilation was performed by using 5 mm x 80 mm non-bsc pta balloon, and a 5 mm x 40 mm mustang pta balloon, and the final residual stenosis was noted to be 30%. The target lesion #002 was in the left distal sfa with 5.31 mm proximal reference vessel diameter, and 5.49 mm distal reference vessel diameter, with 80 mm lesion length, and 100% stenosis, and was classified as tasc ii c lesion. Prior to the treatment of the target lesion with the study device, pre-dilation was performed by using 5 mm x 80 mm non-bsc pta balloon and 5 mm x 40 mm mustang pta balloon. During the procedure, dissection of grade b was noted in the left distal sfa due to the 5 mm x 80 mm non-bsc pta balloon, which was treated by placement of the 6 mm x 80 mm eluvia drug eluting stent study device. Post treatment, the complication of dissection was resolved. Following post treatment, dilation was performed by using 5 mm x 40 mustang pta balloon, and the final residual stenosis was noted to be 30%. The subject was later noted with symptoms related to arteriosclerosis obliterans of the lower extremity which was noted to possibly be related to the 6 mm x 80 mm eluvia drug eluting stent. On (B)(6) 2025, the subject was hospitalized for further evaluation and treatment. In response to the event, balloon angioplasty followed by stent placement was performed. On (B)(6) 2025, the event was considered to be resolved with sequelae and the subject was discharged on the same day. It was further reported that on (B)(6) 2025, occlusion was noted in the left distal superficial femoral artery and as previously reported, was treated with balloon angioplasty and stent placement. Post procedure, the final residual stenosis was noted to be 20%. It was further reported that on (B)(6) 2024, arterial flow tracing and segmental limb pressure measurement revealed abnormal arterial pressure. On (B)(6) 2024, the subject underwent computed tomography (CT) angiography of the lower extremity arteries which revealed unobstructed stent in the proximal segment of the left superficial femoral artery and in-stent restenosis in the middle segment of the left superficial femoral artery. On (B)(6) 2025, the subject was admitted to the hospital with the complaint of intermittent claudication in both lower extremities for more than 2 weeks. On (B)(6) 2025 ultrasound revealed bilateral femoral plaque formation and occlusion of stents in the mid and distal segment of left superficial femoral artery. On the same day, left lower extremity angiography revealed unobstructed blood flow in proximal superficial femoral artery and occlusion in the stent of distal superficial femoral artery and 3 cm above it; unobstructed blood flow noted in proximal popliteal artery, posterior tibial artery, and peroneal artery. (B)(6) 2025, in-stent thrombotic occlusion was noted in the left mid superficial femoral artery and distal superficial femoral artery was treated by thrombectomy using rotarex thrombectomy device. This was followed by balloon angioplasty using 5 mm x 100 mm and 5 mm x 40 mm sterling percutaneous transluminal angioplasty balloons, 5.5 mm x 100 mm and 5.5 mm x 40 mm non-bsc drug coated balloons. Follow up angiography revealed unobstructed blood flow in the stent with distal superficial femoral artery dissection and moderate to severe stenosis in the lumen which was treated by placement of 6 mm x 60 mm innova stent, and post-dilated using a 5 mm x 100 mm sterling pta balloon. Re-angiography showed unobstructed blood flow in the left superficial femoral artery with no flow-limiting dissection, no contrast media retention and extravasation. Post treatment, the subject had good movement with no pain in the extremities, no cold intolerance or fever, and no wound blood extravasation. On (B)(6) 2025, the event was considered to be resolved with sequelae and the subject was discharged from the hospital.